Event description:
The customer reported that the screen on the insulin pump is frozen and there is no response from any button. The insulin pump is frozen with no advancement of time. The blood glucose reading is 133 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No frozen screen noted and time clock advance properly. A cracked display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.